Event description:
The assistant alleges that she developed a rash on her right forearm, the left arm above her wrist up to her elbow and neck after wearing the gown. She had to seek medical attention with a dermatologist, who prescribed a steroid ointment, clobetasol 0.05% for the dermatitis. The assistant is now avoiding polypropylene gowns and wearing cotton instead, as well as using the steroid ointment. Her symptoms of itching and redness have completely disappeared.